Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: reporter last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient experienced infection at implant tooth site #30 (captured in (B)(4)). The patient presented in the office with complaints that the implanted site #30 had stated hurting around 10 days ago. The patient was placed on an antibiotic by her general dentist, and they contacted our office. The doctor examined the implant and noted no obvious signs of inflammation in the tissue. It was noted once the patient was finished with her antibiotic that the swelling and discomfort will come back. The doctor noted the best course of treatment was to remove the implant and let the site heal.